Event description:
It was reported that during an anterior resection procedure, it was reported that the doctor applied the device to the tissue intended for transection. The doctor closed and fired the device, and noted that the staples were not formed as anticipated - the staples had not closed fully, and some were loose in the abdomen. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.